Event description:
It was reported that pump generated repeated occlusion alarms, including alarm 2, and customer also noted blood glucose over 400 mg/dl while using injections. There was no adverse impact to the customer¿s blood glucose level. Customer disconnected tubing and cartridge multiple times, performed test boluses as instructed, removed and inspected cartridge, and then filled and loaded new cartridge, but occlusion alarms continued, so customer support arranged replacement pump, confirmed that customer would use multiple daily injections as backup, and provided instructions for storing and returning malfunctioning pump and setting up and connecting replacement pump.